Event description:
Reported 1 false positive sars result for one patient. Unknown if symptomatic or asymptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.